Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
A territory manager reported an end user experienced an issue when using a mini stick max 4f x 10 cm std .018 ni/tu echo 2.75". During a procedure, the distal end of the catheter of the micropuncture broke off into the vein of the patient. There was no report of patient harm.